Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the wireless footswitch was still operational, but the led indicators did not work. The system was not in clinical use when the issue was identified. A philips service engineer inspected the system onsite and found that the internal led connector was unplugged. He reconnected it and the wireless footswitch was returned to use. Philips has initiated a field safety corrective action related to a connection failure of the wireless footswitch. At the time this complaint was received it could not be confirmed if the reported problem was caused by this connection failure. Therefore, this complaint was conservatively reported. Updated codes based on investigation.

Event description:
It has been reported to philips that the wireless connection of the wireless footswitch did not work. No harm to the patient has been reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
This report was submitted to provide the linkage to an existing correction & removal (3003768277- 2021/10/29-004-c). The reported event occurred prior to completion of the correction & removal 3003768277- 2021/10/29-004-c, which addresses the causes associated with the reported malfunction.